Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medications from the station due to permission issues. A technical support specialist checked the issue and did not find any problems. The technical support specialist contacted the customer to confirm that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was able to log in but unable to pull medications from the station. The customer reported that they able to login to the system but is unable to pull meds from the station. However, there were no adverse events or injuries reported due to this event.